Event description:
Pt was on iabp. Blood noted in drive line tubing early am two days later. Balloon had ruptured in pt. Pt required embolectomy and arterial repair. Has not yet awakened.

Event description:
Add'l info rec'd from MFR 9/19/00: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during inra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the iab is not entirely uncommon and has been reported in the literature on various occasions. Unfortunately, all iab's are possible subjects of plaque abrasion, the time being determined by such variables as the degree of calcification of the plaque, its location within the aorta, and the size of the aorta, as well as the iab's position in relation to that plaque.